Event description:
Pt was being given pitocin via a sigma IV pump to aid in delivery. Rate was set at 12 ml/hr. Pt later developed labor problems and pump was found to be set at a rate of 125 ml/hr. Fetus began showing signs of distress and was delivered by emergency "c" section. Baby's umbilical cord was found with a knot in it, which was the probable cause for the distress.